Event description:
(B)(4). Initial info was reported by a consumer on 6/17/08: a (B)(6) female consumer received therapy with poly-l-lactic acid (sculptra) on (B)(6) 2006 (indication not provided). Consumer does not know how many injections were given. Treatment does not continue. The consumer reported that she has bumps on her face; one by her right eye is about the size of a nickel, under the other eye is about the size of a dime, a bump on her nose which was reported as large and visible, and a bump in her left eyebrow which can only be felt. She further stated that another bump is coming in above the bridge of her nose. Onset of the event was reported as unk. Treatment measures included steroid injections in the bump by her nose. She indicated that an attempt was made to inject a needle to remove one of the others; no biopsy was done. The consumer stated that she had "eyes lift" and the poly-l-lactic acid injections on the same date ((B)(6) 2006). Concomitant medication reported as conjugated estrogens (premarin) x 15 years, no other medications. Medical history reported as "no health issues." Consumer is allergic to penicillin. Lot number and reconstitution info not provided. No further medical info reported.

Manufacturer narrative:
Add'l info for sculptra (lot # and exp date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.